Event description:
My daughter's bedwetting alarm exploded at night when she was sleeping. The heat generated caused the batteries to leak on her body and she has suffered burns and skin rash from this. She is currently undergoing treatment for the burns.